Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a "connect to pc" message. Due to delivery delay, customer reported they were unable to monitor glucose and developed symptoms of headache, polyuria, polydipsia, abdominal pain, and loss of consciousness. The customer had contact with a healthcare professional and received treatment of insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.